Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked were noted. Unit was received with detached end cap. Unable to perform functional test due to end cap anomaly. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the drive support cap was sticking out with some wires. Customer's blood glucose level was over 500 mg/dl. The customer treated his high blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.